Event description:
It was observed that during the device evaluation, the subject device exhibited a pinhole on the adhesive around the objective lens and foreign objects inside of the light guide lens . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the pinhole of the adhesive around the objective lens. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. Based on the results of the investigation, a root cause could not be identified for the foreign objects on the inside of the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.